Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is confirmed. One unpackaged ar-3602-2 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the shaft tip was broken off. No functional test was performed due to the damaged tip. Measurement of the shaft length by drawing c10441 at revision 16 (length. 9.90 ±.02) gives a result of 9.12, indicating a failure; the shaft is shorter due to the broken piece. Additionally, the tip thickness was measured per drawing c14519 at revision 1. (.024 ± .002), resulting in a pass that indicated the device tip thickness was into tolerances. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. A user error is the most likely cause(s) for the reported and observed failure, hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.

Event description:
It was reported that during an arthroscopy glenoid reconstruction surgery after inserting the anchor into the prepared channel, the end of the guidewire fractured inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2023 nroe: the broken pieces were retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.